Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00469 on (B)(6) 2016. On (B)(6) 2016 additional information: a siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant complete blood cell (cbc) count on six (6) patient samples that were obtained on the advia 2120i with single aspirate autosampler instrument. The fse determined that the customer had already replaced the damaged sample line, which corrected the issue. Siemens investigation determined that the customer reported flagged patient results. The customer failed to follow operator guide instructions, which state "whenever a flag is triggered, the user should review the results and take appropriate action.". The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the customer reporting out incorrect, flagged results on six (6) patient samples that were run on the advia 2120i with single aspirate autosampler instrument.

Event description:
The customer obtained discordant complete blood cell (cbc) counts on 30 patient samples on the advia 2120i with single aspirate autosampler instrument. Six (6) of these patient sample results were reported to the physician(s). The other 24 patient sample results were not initially reported to the physician(s). The physician(s) did not question the six (6) results that were reported. The same six (6) patient samples were repeated on a different advia 2120 instrument and corrected reports were issued for the six (6) patient samples. There are no known reports of patient intervention or adverse health consequences due to the reporting of the initial discordant cbc results.